Event description:
While wearing the external equipment the pt reportedly experienced sound quality issues andintermittency in 2006, the pt was seen by a co rep for device evaluation. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's device has been scheduled.